Event description:
The patient went to the or status post (s/p) repair of atrioventricular septal defect (avsd) with a two patch closure in a trisomy 21 patient that was extubated on CPAP. In the evening the patient appeared to be in accelerated junctional rhythm. The patient's heart rate began to decrease to the low 100s and appeared to be in heart block. Wave review on telemetry was unavailable to confirm the patient's exact rhythm due to their continued rhythm instability; the decision was made to electively intubate the patient. The telemetry waveforms were not being displayed on the central station monitor. The telemetry was not linking and no past telemetry results could be viewed by the cardiologist. They could only be viewed in real time. The patient was electively intubated and subsequently coded while the et tube was be being repositioned and re-taped and had sudden profound hypotension unresponsive to fluid boluses. The patient was successfully coded; i.e. Compressions, defibrillation and medications on milrinone IV.